Event description:
The customer contact reported a pt death while the pump was in use. At an unspecified time, the pump was programmed to deliver morphine 1mg/dl, in the pca only mode, with a 2.0mg pca dose, and a 15 minute pt lockout. No further programming parameters were provided. The pt was being treated post operatively in the cardiac intensive care unit and was on continuous cardiac monitoring. At unspecified time, the nurse entered the pt's room and found the pt in asystole. At 2053, a code was called and CPR was performed. The pt was intubated and was treated with unspecified concentrations of epinephrine and dopamine. The customer reported "the code was unable to revive her." At 2113, the pt expired. The cause of death was not specified. An autopsy was not performed. The customer reported that the pt had received a total of 4mg of morphine. The pump was removed from clinical service. During testing at the user facility, it was reported the pump passed testing and "was working properly with no issue." The customer contact indicated that after the event, it was found the pt's automatic internal cardiac defibrillator (aicd) "was not working correctly." No specific details were provided. The customer indicated that the event was not the result of any malfunction of the pump. Though requested, no additional info was requested.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact reported that during testing at the user facility, the pump passed testing. (B) (4)